Manufacturer narrative:
This was initially reported on MDR #: 2183959-2012-2095. Supplemental information was received and reported on the summary report for exemption e2013032 on the following dates: 10/30/2014 and 06/18/2015.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pelvic pain, infection, urinary problems, dyspareunia, pain in the stomach and thigh area, bleeding, emotional distress and a product problem. The mesh remains implanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as myocardial infarction, hypertension, chronic obstructive pulmonary disease and diabetes mellitus.